Event description:
Electrical short of internal heated wired occurred in pt ventilator circuit. Ventilator was bunnell high frequency jet ventilator, model # 203a, pt box #(B)(6) and circuit was life pulse hfv pt circuit. Vent circuit noted to make popping sounds, spark and smoke. This was immediately noticed and pt immediately disconnected from circuit. Ventilator and circuit was replaced for pt. Ventilator and circuit was returned to the MFR.